Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and blank display. The customer¿s blood glucose was 172mg/dl at the time of incident. Customer stated that the insulin pump has been squealing and cannot get it to clear. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube noted.